Manufacturer narrative:
Device received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No damage found on belt clip rails.

Event description:
The customer's mother reported via phone call that the insulin pump had damage and screen was cracked and had a black spot on the screen. The customer's blood glucose level was 378 mg/dl. The customer was assisted with the troubleshooting. It was stated that customer was in and out of the hospital but he was on manual injection and was not using the insulin pump since (B)(6) 2018. The insulin pump will be returned for the analysis.